Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-3138-25; serial number: (B)(4); model/catalog description: lead extension kit 25cm. Model number/catalog number: sc-2352-70; serial number: (B)(4); model/catalog description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and leads were explanted for an unknown reason. The patient was doing well postoperatively.